Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and was frayed grip cable at the distal end. The complaint was confirmed by failure analysis. The probable root cause is attributed to frayed grip cable.

Event description:
It was reported that the fenestrated bipolar forceps instrument was found to have an exposed wire. The customer reported event had no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.